Manufacturer narrative:
The report of low speed and low flow alarms with pump stoppages was confirmed based on the information contained in the submitted system controller log files. Based on the manufacturer''s complaint history and experience from similar reported events, the events captured in the log files appear consistent with a compromised percutaneous lead (lead). However, a specific cause for the events captured in the log file and a correlation to the evaluation of the returned portions of the lead could not be determined. A 9 inch portion and a 19 inch portion of lead were returned for evaluation separately on 07/12/2015 and 08/03/2015. Electrical continuity testing on both portions of the lead found all wires to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing even with manipulation of the lead. The shielding and bionate layers were removed from both portions of lead and examination of the underlying wires revealed no evidence of disruptions or damage to the wire insulation or underlying conductors. The returned portions of the lead were submerged in a saline bath for high potential testing to check the resistance of each wire''s insulation. The testing did not reveal any current leakage in the insulation of any of the wires that would have resulted in an electrical short. The patient remains ongoing on vad support following the second distal end replacement of the lead with no further reported issues. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Additional information: a second replacement of the external portion of the percutaneous lead was completed on (B)(6) 2015. Upon completion of the replacement, the patient was placed on a grounded patient cable and experienced no further alarms. A technical services representative reviewed the patient''s log file and confirmed no further issues overnight on (B)(6) 2015.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient experienced low flow alarms and a log file was submitted to the manufacturer for review. The patient was reportedly asymptomatic. The log file revealed that a pump stoppage was recorded along with several pump speed reductions below the set low speed limit. The events recorded only occurred when the patient was connected to the power module and appeared indicative of a potential issue with the percutaneous lead (lead). X-ray images of the lead were submitted to the manufacturer for evaluation and appeared to show thinning of the braided shield by the distal-end bend relief. X-ray images of the internal portion of the lead did not appear to show any area of concern. A representative of the manufacturer¿s technical services team arrived on site and evaluated the lead. A continuity test was performed that did not reveal any broken wires. The external portion of the lead was replaced and no issues were noted after the patient was reconnected to a grounded patient cable. Approximately 17 days later, on (B)(6) 2015, the patient experienced red heart alarms while in a supine position and connected to the patient cable and power module. No symptoms were reported. A system controller log file was submitted for evaluation and revealed two pump stoppage events and numerous reductions in the pump speed. The events occurred only when the patient was connected to the power module and appeared indicative of a potential issue with the lead. New x-ray images of the internal portion of the lead appeared unremarkable. New x-ray images of the external portion of the lead were not submitted. A modified ungrounded patient cable was requested and it was reported that the patient was most likely not an exchange candidate. The patient¿s ejection fraction was at 55%, and the patient has poor right ventricle and lung functions. No additional information was provided.

Manufacturer narrative:
Approximate age of device - 3 years and 7 months. The replaced portion of the percutaneous lead was received for investigation. The evaluation is not yet complete. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.